Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. C210218-02]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject fx65m device [serial no. Abk80263]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (40,000 min-1 for the handpiece), with no water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 40,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed rises in temperature at the testing points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes into the test were as follows: - test point (1): 35.5 degrees c - test point (2): 32.6 degrees c - test point (3): 31.8 degrees c - test point (4): 31.4 degrees c identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi did not observe any abnormalities. Conclusions reached based on the investigation and analysis results: a) nakanishi could not identify the exact cause of the overheating of the returned device because nakanishi was not able to replicate the temperature rise at the time of the event and did not observe any abnormalities in the visual inspection. B) in spite of the fact that nakanishi could not identify the cause, nakanishi took the following actions to be safe. B.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. B.2) nakanishi reported the above evaluation results to nsk europe and directed nsk europe to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
The dentist refused to provide the patient's weight, ethnicity, and race.

Event description:
On (B)(6), 2021, nakanishi received an email from a distributor ((B)(4)) about an nsk handpiece overheating. The information nakanishi obtained from the communication is as follows: the event occurred on (B)(6), 2021. The dentist was performing a 3rd molar extraction (ur8 and lr8) on the patient using the fx65m handpiece (serial no. (B)(4). During the procedure, the device overheated and the patient received a second degree burn in the mouth. - the dentist provided first aid to the patient, cooled the burned area with water, and applied sterile bandages. Then, the patient was referred to a plastic surgeon. The dentist could not identify which one of the two devices caused the above event. Therefore, nakanishi is submitting two separate mdrs for this event based on the information from the dentist. This MDR is regarding the handpiece with the serial number (B)(4).